Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Per communication from facility contact, line had allegedly been broken as of (B)(6) 2015. Request was made to have the line replaced on (B)(6) 2015. It was said that the patient presented to clinic on (B)(6) 2015 with increased respiratory distress and fevers and was admitted to ics. Line was replaced on (B)(6) 2015. Contact reported it was unclear why patient was not brought in to have line evaluated at the time of the breakage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken extension leg was confirmed and the cause appears to be use related. The product returned for evaluation is one 5fr dual-lumen powerline catheter. Usage residues were seen throughout the sample. The sample was returned in two segments, with a complete break noted at the 12cm depth marking. Microscopic examination of the cross-sectional area revealed that the catheter had been cut at this region as well as cut at the distal end of the catheter. The sample was patent to infusion using water from a 12ml syringe when the red-luered lumen was flushed. The purple-luered lumen was found to leak just distal to the luer adaptor and was found fully occluded distal to this region. Microscopic examination of the leak site revealed a break in the extension leg tubing just distal to the purple luer adaptor. Examination of the break site revealed an uneven break edge with a dull and granular fracture surface. Material weakening was noted in the vicinity of the split. Kinking impressions were noted a few millimeters distal to both luer adaptors, with circumferential and longitudinal buckling seen throughout the tubing between the kinking regions and luer adaptors. Clamping impressions were seen throughout the extension legs¿ tubing. Severe mechanical damage was seen throughout both luer hubs. Tactile evaluation of the sample revealed tensile weakness throughout the tubing of both extension legs. It appears the extension legs were kinked and pulled excessively, resulting in breakage of the extension tubing on the purple-luered lumen. Care should be taken to avoid excessive manipulation of the device during use.